Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected no delivery alarms noted. Unit functioned properly. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 500 mg/dl. Customer was admitted at the hospital on (B)(6) 2016. Customer cause of hospitalization was barometric surgery and throwing up uncontrollably. The hospital did surgery and customer was treated for high blood glucose when she was there. Customer was wearing the pump at time of hospitalization. Customer declined high blood glucose troubleshooting because she knows why. The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 380 mg/dl. Customer was advised that pump will need to be replaced due to no delivery alarm.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.